Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited high capture threshold and high pacing impedance. It was suspected that a lead had an incomplete fracture or other abnormality causing unspecified sensing issues of oversensing or undersensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.